Event description:
The customer's father called to report no delivery, off no power and weak battery alarms. The father then stated that the customer was hospitalized for diabetic ketoacidosis due to bent cannulas. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed failed battery test during battery insertion due to a corroded battery tube and battery cap contract. Unable to perform further testing due to the failed battery test alarms.